Event description:
The customer was discharged from the hospital on (B)(6) 2017. The healthcare provider made changes to the pump settings and the customer's blood glucose level has been within the target range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer was taken to the emergency room (ER) for high blood glucose (bg) levels (over 800 mg/dl) and diabetic ketoacidosis (dka) which was considered as dangerous. The customer was admitted to the hospital and was treated with an insulin drip. A pump system check was performed and the pump was delivering insulin during a fill tubing step. As the customer's bg level was still high, the customer remained in the hospital. Although requested, additional information was not provided.